Manufacturer narrative:
(B)(4). The two other episodes of peritonitis are addressed in separate emdr's. A sample is not required for use error as there is no allegation against the device. Since the lot number is unknown, a batch review was not performed. This reported condition was confirmed, as it was reported there was a break in aseptic technique. The break in aseptic technique was described as a use error and dust in room where therapy was performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A nurse contacted baxter technical services regarding an unrelated issue. During the conversation, the nurse reported the patient just got out of the hospital for peritonitis. The nurse reported the patient had peritonitis three times. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the 3 reported peritonitis episodes. The nurse confirmed there were 3 episodes of peritonitis involving 3 different organisms. On an unknown date in (B)(6) 2012, the patient experienced peritonitis. There were multiple contributing factors, including thick dust in the home and room where the patient performs therapy, as well as poor technique. The patient was initially treated with vancomycin (dosage, frequency, and route were not reported) at the clinic. The patient was hospitalized for the event. While hospitalized, vancomycin was discontinued and the patient was treated with "levoquin" (dosage, frequency and route were not reported). The patient was later discharged from the hospital and the peritonitis episode was resolved. Pd therapy was ongoing. It was reported that the nurse visited the patient's home and retraining was performed. The nurse stated the peritonitis was unrelated to baxter pd solutions or disposables. The date of onset of this peritonitis episode is unknown.